Event description:
Customer reported difficulty with the pump quick bolus/wake button, which required multiple presses to activate the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer on how to press the button correctly and confirmed the pump was under warranty. A replacement pump was arranged, and the customer was instructed to return the original pump using a pre-paid label within ten days. Customer continued to use the pump for insulin therapy.